Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7072889.

Event description:
It was reported that the patients ipg was protruding. It was noted also that patient had loss significant weight and had other medical condition. The patient underwent an explant procedure were all device was removed. The explanted device was discarded at the facility.